Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08007. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation results the potential cause of the reportable malfunction, no image; printed circuit board failure, is attributed to accidental failure over time since 6 years and 1 month have passed since the manufacture. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced monitor was returned to the service center for a standard asset evaluation. The evaluation found there was no sdi (serial digital interface) via input 1. In addition, the qb board was found defective. The monitor has had no previous repair records. The root cause of the reported image issue cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard inspection of an asset return, the high definition liquid crystal display monitor, could not display an image. There was no report of any problems associated with the monitor and there was no patient injury or harm reported.